Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic colon surgery on (B)(6) 2018 and suture was used. During the procedure, the needle detached from the suture during continuous suturing on the intestinal tract. The needle fragment was not lost and was removed. There were no adverse consequences to the patient. No additional information was provided.